Manufacturer narrative:
Concomitant medical products: lnq11, icm, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection on the form of endocarditis. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.